Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action. The product associated with this complaint is potentially from the impacted population as the lot number is unknown. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copilot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly. H6: medical device problem code 1354 - removed. H6: investigation findings code 213 - removed. H6: investigation conclusions code 67 - removed.

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and similar incident review could not be conducted because the lot number was not provided. It is possible that the device was not fully connected resulting in the reported loose connection and the reported leak; however as the device was not returned for analysis, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that the indeflators can occasionally be slow to inflate balloons and it takes multiple turns of the handle to pressurize. This issue occurs intermittently and not on every device. Occasionally the connection between the indeflator and the balloon slips and comes disconnected when the indeflator is being pressurized. This only seems to occur when the indeflator is connected directly to the balloon, and not when the indeflator is connected to a 3-way stopcock. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.